Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, after inserting reload, the reload could not be tested because it would not engage. A new reload was inserted with the same results. A new staple loading unit was then opened and used without any further issues. No patient injury.